Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of novum iq large volume pumps malfunctioned. Reportedly the clinicians are ¿noticing more infiltrations,¿ upstream occlusions when there is no occlusion, uso when there isn't one, ¿by accident can turn the pump off because no check screen if accidentally hit power button,¿ and ¿air in line¿ alarm when no air is observed. The events occurred in the emergency department. The events occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.